Event description:
It was reported that when the programmer was attached to an external defibrillator for rhythm collection, only noise was noted. It was further reported that multiple cables were used but that the issue persisted. There was also a request for a software update for this programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the electrocardiogram (ECG) connector was loose, so the link electronic module (lem) circuit board was replaced and calibrated. It was also noted that the system fan was noisy. Continuation of d11: product ID 2067l radiofrequency head; product ID 229047 analyzer (B)(4).